Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Subsequently, a malfunction alarm occurred and the pump indicated a data log corruption. Customer's blood glucose (bg) level was 540 mg/dl. A manual injection was administered to address bg. Reportedly, customer reverted to manual injections for insulin therapy.